Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement and the jaws were open. The cover tube, I-beam, and pivot point had corrosion present. A manufacturing assessment was performed for this event. The manufacturing assessment concluded the forwarded condition corrosion condition observed is confirmed, despite the absence of formal analytical confirmation; but the stain is observed. However, the information collected does not support attribution to material or manufacturing processes. Traceability records indicate that the stain condition (rust or corrosion) is not substantiated as a causal factor in this investigation. The reload underwent multiple inspection points and is clearly visible through the blister at the final stage, making it highly unlikely that the stain would go undetected. It was reported that the surgeon was not able to press the green button and squeezed the handle. The reported issue could not be confirmed. The evaluation detected an unreported condition of corrosion that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a segmentectomy procedure; after assembling the first reload with the handle, the surgeon was not able to press the green button and squeezed the handle. The device did not fire, and the handle articulation lever was also broken. In addition, another staple was found to have rust present on its surface. To resolve the issue, a new handle and reload were used. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h6 d10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5e1164) unegiatri, unknown egia tri staple (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5e1164) unknown egia su, unknown endo gia sulu, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the first reload did not fire after assembling with the handle. The handle articulation lever was also broken. In addition, another staple was found to have a rust present on its surface. To resolve the issue, a new handle and reload were used.